Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one single use instrument. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device jaw was locked on tissue. The surgeon took his time and retracted the blade slowly. The surgeon was on stomach while doing the procedure and everything was fine. It was when he wanted to retract the blade that the surgeon had a hard time doing so. Another handle was opened to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device jaw was locked on tissue. The surgeon took his time and retracted the blade slowly. The surgeon was on stomach while doing the procedure (using a purple cartridge). Everything was fine. When the surgeon activated the device completely. It was when he wanted to retract the blade that the surgeon find a hard time to do so. The staple line was good and no bleeding. The surgeon used the same handle and tried a new cartridge but not able to activate the cartridge. Another handle was opened to complete the procedure. No patient injury has been noted.